Event description:
It was reported that the customer's insulin pump screen was only showing a partial display. The customer's blood glucose was unspecified but reportedly normal. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked liquid crystal display connector. The insulin pump had minor scratched display window and cracked reservoir tube lip.